Event description:
It was reported that post implant, high impedance measurements were observed. Review of the egms showed noise and artifacts on the pace/sense channel. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field experience of noise was confirmed via review of stored electrograms. It is believed that the noise was caused by the device running a high voltage lead impedance check. The device was tested on the bench and using automated test equipment and all device functions were normal. The field experience of noise could not be replicated in the laboratory.